Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g4.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and "some capsular contracture baker grade ii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Physician reported right side rupture confirmed via ultrasound and "some capsular contracture" baker grade ii. Physician later reported "a CT that was performed showed no rupture". Device remain implanted

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and "some capsular contracture baker grade ii." Device remains implanted.